Event description:
Using ice catheter, it was noticed on the xray that the catheter was not responding well to attempts at flexing or moving the catheter, dr removed the catheter and it could be visually seen the distal tip was broken, sheared/cracked in half.